Event description:
A talent stent graft was implanted in a patient for the emergent endovascular treatment of a descending localized thoracic aortic aneurysm approximately three years ago. Vessel morphology is unknown. It was reported that at follow up the stent graft had no seal proximally or distally leading to a type I endoleak and stent graft migration. The type I endoleak and migration were found during ultrasound follow up which led to a CT scan that diagnosed the issue. The disease progression was significant which lead to the migration. The physician did not feel this event was device related, but disease related. The patient was successfully treated with 3 valiant stent grafts; (B)(4). No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, migration), patient's condition affected effectiveness of device (disease progression). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression).